Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while testing this unit it gave a transducer fault and failed the leak test. They tried replacing the sensor and a poppet and noticed that the black ball on the end of the exhalation valve plunger had partially broken off. There is no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and was able to reproduce the reported event and isolate it to the rubber boot broken from the exhalation valve. The exhalation valve was replaced and the operational verification procedure ran where the unit was found to be meeting factory specifications.